Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction with the monitor which was not turning on. The fse cleaned and reseated the hdd in the ip pc ,it resolved the issue and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the monitors would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.